Event description:
The cordless driver 3 was sent for eval because it began to oscillate when the reverse trigger was pulled. The event occurred during testing. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The slide bar was determined to be damaging the bottom trigger and preventing it from fully releasing. The trigger shaft assembly was replaced and no further issues were identified.